Event description:
Rfid cylinder became dislodged during surgical procedure. Near miss for retained surgical item. Second event. Pt: 4582. Device: 2923. Ref: mw5189414.

Event description:
Additional information received on 07/14/26 for mw5189415 to update device, procode, and MFR. Procode: nrv.